Manufacturer narrative:
The device history records of the devices were reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02684. Related manufacturer reference number: 1627487-2020-02685. It was reported that during the permanent implant procedure on (B)(6) 2020 the physician had difficulty fully inserting the extensions into the ipg ports. Diagnostics revealed low impedance issues on several contacts. As such, surgical intervention took place on (B)(6) 2020 wherein the physician attempted to reinsert the extensions into the ipg ports. However, the physician again had difficulty inserting the extensions, and diagnostics reveal low impedances on two contacts. Reportedly, the issue has been partially addressed and no further intervention is planned.

Event description:
Additional information received indicates that patient is receiving therapy and feels good.